Event description:
Incorrect use/care of device: I was rounding at the facility and was told by the nurse that the wound care team found the pump in the "off" position when performing a dressing change in the morning.

Manufacturer narrative:
The complaint was not confirmed, as no pump was returned for evaluation. The pump was referenced as ¿unknown¿ for the serial number. Given the unknown serial number, neither a device history record for the device nor a service reports can be researched. The complaint deems a device that was found in the off position when performing a change in the dressing. There is an indication of failed negative pressure therapy in the report, directly associated with the pump in the off position. However, the wound care nurse didn¿t know how long the pump had been off and pooling was found at the wound site. As a precaution, as part of the instructions of use (IFU), a regular monitoring of the wound site during the therapy should me maintaining to ensure therapeutic treatment. A potential root cause could be that the rocker switch was inadvertently moved to the off position.